Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In artemis, the 25730, 32097, and 32114 errors were found indicating motor axis message is late or missing, maxis error, and aurora communication link error on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart (psc) fixture test platform (pftp) where fiber test was found to be failing on the clock-spring, parallelogram, and rolling loop fiber assemblies. Once testing was completed, the clock-spring, parallelogram, and rolling loop fiber assemblies were aba tested and was verified to be the source of the fault.

Event description:
It was reported that the clinical territory associate (cta) stated there were errors on arm 4. System logs confirmed repeated errors reported by universal surgical manipulator (usm) 4_axes controller motor (acm). There was no report of patient involvement.